Event description:
Patient had lv to aorta baffle with rv to pa conduits, pulmonary venous to r atrium baffle with augmentation of svc and ivc (B)(6) 2021 and l av valve and aortic valve replacement (B)(6) 2022. When a berlin vad was placed (B)(6) 2022, a large mass was noted infiltrating into vessel wall that was identified as aspergillus flavus. Concern for product contamination. FDA safety report ID# (B)(4).